Event description:
It was reported that the customer was experiencing high blood glucose levels for three days. The customer stated that she was not receiving any insulin. The customer's blood glucose was over 600 mg/dl. Troubleshooting for customer's high blood glucose levels was done. The customer had been treated with manual injections. Customer was able to rewind the insulin pump and run a manual prime. The customer also received a no delivery alarm. The customer removed the infusion set and saw that the cannula was bent. Advised to change the infusion set, reservoir and insulin and then treat per healthcare provider's instructions. Advised that a tubing clamp would be sent in order to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.